Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst also noted that there is only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported the patient alert and the lead integrity alert occurred due to oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.